Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump charger did not function, preventing the patient from using the ilet and resulting in the patient reverting to subcutaneous insulin via pen; the patient experienced episodes of elevated blood glucose for about 30 minutes at a time without alerts or alarms, and a replacement charger was shipped. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery and the need for back-up therapy that the patient administered independently, with no medical intervention or hospitalization. Investigation included a review of the reported device performance and user report. Investigation of this case revealed a charger not charging the device, consistent with a power supply or charging component problem. It was concluded that the event was attributable to a nonfunctioning charger that interrupted pump use, with the patient managed on pen insulin until receipt of a replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.